Event description:
The catheter was inserted in 2008. During the night of the following day, the pt presented signs of septic shock: red and warm at the left of the side, fever 100.4 degrees fahrenheit. The catheter was removed. Eleven days after, the lesion continued to evolve because the left side of the abdomen was abscessed.

Manufacturer narrative:
The sample is not available for the investigation. If additional information is received, a supplemental report will be submitted.